Event description:
Customer admitted to hospital for high blood glucose reading = 291mg/dl. Customer felt blood glucose was high. An unknown IV medication was administered to help lower reading. Customer later tested blood glucose on their meter = 69mg/dl versus hospital meter reading =48mg/dl. Customer tested again with the blood glucose result = 81mg/dl versus the hospital meter reading = 109mg/dl. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.